Event description:
The customer reported to olympus that the gastrointestinal videoscope air and water channel continuously spitting during an endoscopic therapeutic procedure. The intended procedure was completed. Found black and white color material blocking the nozzle causing continuous spitting. Upon inspection and evaluation, residual liquid or foreign material come out of nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿air and water channel continuously spitting " was confirmed. The following findings were noted during device evaluation: due to nozzle clogging, amount of water contact does not meet specifications, due to wear of angle wire, bending angle in up direction does not meet specifications, adhesive around objective lens has wear, adhesive around light guide lens has wear, plastic distal end cover has a scratch, adhesive on bending section has a crack, switch button one has a cut and air and water channel continuously spitting. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilized before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The customer isn't sure what the foreign material is. 4.) The customer reports no delay in the start of pre-cleaning. 5.) The air/water nozzle was flushed with water and air. 6.) There were no abnormalities in the accessories used for reprocessing. 7.) The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. 8.) The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts were made to obtain additional information regarding the multiple events dates. However, the exact event date is currently unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and no physical damage to the device was confirmed where the foreign material remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and preventable by following the instructions for use (IFU) sections: - IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection - IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.